Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defects that would result in the cannula failing to insert properly or the pump failing to deliver insulin were found. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery in interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her daughter, who is away at school, activated the pod on (B)(6) 2013 and was wearing it on her right lower back, toward the outer side. The next morning, she felt ill when she awoke and was vomiting. Her blood glucose was 460 mg/dl and ketones were high. She noticed that the cannula "never inserted correctly" and that there was insulin leaking around the pod area. The mother reported that the cannula did not look any different. Because she was vomiting and lacking fluids, her doctor advised her to go to the emergency room. By this time, she had already activated another pod, and her blood glucose level was going back to normal. At the emergency room, she received fluids and then was discharged.